Manufacturer narrative:
It was reported that a revision surgery was performed due to pain and instability. The affected legion bolt-sleeve, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Potential causes could include but not limited to patient anatomy or abnormal loading of limb. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the device involved and no patient records available, our investigation is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to pain and instability. Bolt and sleeve were removed in order to reposition the components, hinge femoral and tibial components were cemented in situ. Once the components were removed, it was noticed that the sleeve was bent, attempting to straighten the hinge, sleeve tab broke completely off. There was no backup or replacement available; surgeon implanted the broken sleeve again using forceps. Hinge bolt successfully inserted and tightened.